Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505636-liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell-unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery approximately 8 years post implantation due to metallosis. During the procedure the surgeon did a liner and head exchange. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. Visual review of the head identified dark debris on the taper surface. Nicks and scratches consistent with removal attempts were observed. Sem analysis of the head identified the following: there were deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Light surface pitting were observed on the taper surface. Quantitative eds of the taper surface identified the following: 1) biological material containing some or all of c, n, o, p, s, cl, and ca. 2) cocr mo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. 3) titanium, possibly transfer from the stem taper. 4) polished bearing surface of the head was consistent with cocr mo alloy. No other issues were noted and no further evaluation could be performed with the returned device. Review of the head's device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.